Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused thyroid cancer in 2020 and a nodule in 2021. The patient did report to receive medical intervention and reported to surgically have the tumors removed in 2021. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.